Manufacturer narrative:
The c311 analyzer serial number was (B)(6). The customer was also receiving calibration errors.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for k electrode (k) on a cobas c 311 analyzer. The customer provided estimated results. The initial result was 6.25 mmol/l. On (B)(6) 2024 the repeat from a different analyzer was 4.26 mmol/l.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The k electrode lot number and expiration date were not provided. The field service engineer (fse) found a missing o-ring seal at the reference acrylic block. The fse replaced the missing seal and a missing spring for the sipper nozzle. The sipper flow path was cleaned/flushed. Ise checks, calibration, and precision checks were all acceptable. The customer performed qc successfully. The investigation determined the service actions resolved the issue.